Event description:
The customer stated he was hospitalized for high blood glucose. The customer's blood glucose reading was 558 mg/dl during the phone call. No troubleshooting was performed during the phone call. The customer stated the buttons on the insulin pump were not responding properly. Advised the customer to discontinue using the insulin pump and revert to a back-up plan. The customer's insulin pump is out of warranty and the customer wanted to speak with the insurance before getting his insulin pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.